Manufacturer narrative:
Returned device was received in damaged physical condition. The device had a broken air detector door and sensor. During the evaluation of the device, the air detector sensor was found to be broken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a defective disposable sensor. There were no reported adverse events.